Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did confirmed the reported failure. The instrument was found to have a broken grip at the grip base. The broken piece was returned and was still attached to the instrument through the conductor wire. Electrical continuity was performed and passed. No material appears to be missing.

Event description:
It was reported that during central processing, tip of force bipolar instrument was broken. There was no report of patient involvement.